Event description:
It was reported that: "surgical procedure was a right hemi conversion to a right total hip. Surgeon removed and explanted a depuy 48mm modular endo head. A #3 cemented depuy endurance stem remained in the pt. The doctor decided to put an adm cup size 52 right with a 28/52mm x3 liner. Trial with an 8.5 28mm depuy head which fit the depuy 12/14 taper and match it with our x3 28/52mm adm liner. Hip was reduced; surgeon was aware this was off label. Otherwise surgery was uneventful."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.